Event description:
It was reported that the customer had a no delivery alarm during prime. The customer blood glucose level was unknown. Troubleshooting was performed and the reservoir was replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.